Event description:
It was reported that during an unknown procedure, the cartridge pan came off and the staple driver was protruded in the sealed package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr45d cartridge reload was returned inside its sterile package. Upon evaluation of the cartridge, 1 driver was found loose inside the sterile package. Furthermore, the package was opened and the cartridge retrieved and it was found that the cartridge pan was dislodged at left proximal area. No conclusion could be reached on what caused the driver to fall or how the pan was dislodged. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.